Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet could not be unlocked despite multiple attempts, showing the three unlock arrows without tracking touch, and the user observed a small chip on the side of the screen; the user paused the ilet, placed it on a charger without resolution, and reverted to backup therapy. Symptoms included elevated blood glucose of 218 mg/dl after treatment of a prior low. Outcomes included continuation of diabetes management with backup therapy and cgm use via the dexcom app or receiver. Investigation included review of user-provided information and confirmation that a replacement was arranged with instructions for shutdown, data syncing to the mobile app, return of the device, and acknowledgment that data would not transfer to the replacement. Investigation of this case revealed a touchscreen responsiveness failure associated with physical screen damage, consistent with a damaged display component preventing proper user interaction. It was concluded, based on previously established findings for similar reports, that the cause was device physical damage leading to malfunction.